Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is allergic to the device and had a nosebleed and shortness of breath and had to do surgery. There is no allegation of serious or permanent harm or injury. Medical intervention was sought and the patient had to do surgery to stop the nose bleeding. During the evaluation of the device, by the manufacturer, an investigation was performed as outlined in ER 2244873 (v01). Pil initiated therapy with the device and verified airflow, using the customer supplied power supply and a pil supplied ac power cord. Pil used a pil supplied known good water tank for the testing of the humidifier. Humidifier heating plate and pil supplied heater tube (ht15) were also verified to be getting warm and working. Power supply was verified to be working. A pressure test was performed to confirm that the air pressure was working within specifications. Pil verified proper pressure was being administered by using a manometer with a 6-foot long 15mm tube and using the setup shown in the service and tech ref manual (1117539 v21). Pressure was set at 4.0 cmh20, ramping up to 20.0 cmh20 over a 5-minute period. The manometer had shown the following pressures (in cmh20) as compared to the device under test: device manometer 4.0-3.8, 8.0- 7.8, 12.0- 11.9, 16.0-15.9, 20.0 (customer setting),19.9, pil observed that while comparing the base device pressure to the manometer pressure, it varied by a maximum of .2cmh20 during the ramp process. By the end of the test, pil verified that proper pressures were being administered and were within specifications. Pil performed additional testing and verified that the dream station base CPAP recognizes the modem. This was done by going to the my setup menu of the CPAP and scrolling to modem and observing that it shows modem on. At my provider menu, pil scrolled to upload screen and observed that there were no lit green bars, showing no signal strength on the upload screen, indicating that the network was not available. Pil tried to make a call and error 1-0 (failed - carrier network issue) was displayed indicating that the network was not available. Pil was not able to confirm the complaint, or address the symptoms specified. Pil was able to get care orchestrator information from device. Review of the device log showed: -errors logged: 0 errors were logged. Therapy hours: 4990.0 -blower hours: 5075.6 -compliance rate (percent of days with usage >= 4 hours): 63.0%* -device humidification settings: adaptive. Set to level 4. -photos attached. Risk tag (ER 2219697 v27) associated with this mode of failure: irrit02, infect01, irrit03. The results of this investigation do not impact the calculated risks.

Manufacturer narrative:
The manufacturer previously reported information in reference to an allegation of harm from the device. The device was returned to the manufacturer for evaluation. The investigation found evidence of black and white dust-like debris inconsistent with foam degradation. There was no reportable malfunction reported in the evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is allergic to the device and had a nosebleed and shortness of breath and had to do surgery. There is no allegation of serious or permanent harm or injury. Medical intervention was sought and the patient had to do surgery to stop the nose bleeding. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.